Event description:
When checking for laser transmission surgeon discovered that a 5 inch piece of fiber still covered with sheath, had broken off. The scope was removed from pt and a slit or tear was seen approx 5 inches from end of scope, presumably a burn from inside to out.